Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. During visual inspection the telescope was kinked and tip detachment observed with the monorail. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage. Impedance testing showed an electrical open at the distal wave form.

Event description:
Reportable based on device analysis completed on 08sep2022 it was reported that difficult advancement and dark image occurred. The target lesion was located in the left anterior descending artery/left circumflex artery. There was difficulty advancing an opticross imaging catheter through the slightly tortuous and calcified anatomy and the catheter experienced a dark image . The patient status is fine. However, the device analysis revealed a tip detachment.